Event description:
It was reported that pt experienced persistent hypotonia with severe weakness/numbness in her lower legs following catheter replacement. The pump rate was markedly decreased. Two weeks later the pt experienced a significant increase in spasticity. The cause was unk. Additional info received reported that the pt is fine now and the left "limpness" subsided. No pt treatment was reported. The drug contained in the pt's pump was not reported. The MFR's device tracking system indicated baclofen. Reference MFR report #3004209178200900878.